Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug and bupivacaine via an implanted pump. It was reported that on or about on (B)(6) 2019, the patient again presented to the hospital due to periods of altered mental status, diarrhea, nausea, vomiting, and excessive drowsiness on examination. The patient's pain team lowered the pump's dosage of pain medication to attempt to avoid additional under or over infusions of medication. It was believed the patient's symptoms were again due to under or over infusion of medication and/or a leaking catheter or catheter connection. The opiate medication was removed from the pump on and since this date only bupivacaine remaining to avoid the potential consequences of an additional overdose. The patient experienced pain, suffering, mental anxiety and anguish as a result of the issue.